Event description:
It was reported that during a routine check by biomedical engineer, the cs100 intra-aortic balloon pump (iabp) units charging indicator is not reflecting. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer(fse) checked the main power cable and main fuse and found that one of the main fuse was defective. The fse replaced the unit with new fuse and found unit working ok. All functional and safety checks to meet factory specifications were performed.

Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) units charging indicator is not reflecting. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
N/a